Event description:
The customer indicated a burn occurred during a breast augmentation procedure at "an unintended" location. The customer visually inspected the pencil and determined the electrode was not seated to the full extent. Treatment for the burn was not known, but it was a "severe third" degree burn.